Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I results generated on the alinity I am processing module for one female patient. The following data was provided: sid: (B)(6) initial result at 12:14 103.8 ng/l, repeated at 16:13 1.00 ng/l and at 16:14 <1.00 ng/l. (Reference range 0 to 63.9 ng/l). No impact to patient management was reported.

Manufacturer narrative:
Section a3a - sex: this section was updated from blank to female. The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures but was unable to identify a single definitive part as the cause of the issue. However, sample integrity cannot be ruled out. A review of instrument service history for (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity I processing module, serial number (B)(6).

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results generated on the alinity I processing module for one female patient. The following data was provided: sid (B)(6) initial result at 12:14 103.8 ng/l, repeated at 16:13 1.00 ng/l and at 16:14 <1.00 ng/l. (Reference range 0 to 63.9 ng/l). No impact to patient management was reported.